Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that she had redness surrounding the stoma under convex skin barrier and was advised that she was developing a pressure injury and should switch to a flat product. There was no leakage, product malfunction, or defect. At the time of report, the skin was intact. She stated that the issue began over the summer, initially she had an open area to the right of the stoma with an approximate depth of 0.25 inches. She could not recall additional details about the wound. While she was traveling, she visited a walk-in clinic, where she was prescribed cephalexin for her wound and referred to a wound clinic. By the time she visited the wound clinic, the wound had healed. She was not advised to stop using the product at that time, so she continued its use. Currently, her nurse is advising her to discontinue use. No stage was provided for the previous wound. She stated that her stoma was thirty-two millimeters (32 mm). She reported no hernias or bulges, and her abdomen was soft. She did not wear a belt or binder. The end user had semi-formed to formed stool. A photograph depicting the issue was received from the complainant.